Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was initially notified that the balloon of the cook coda balloon catheter did not inflate properly and the hospital was unhappy with its performance. Later cook received a report from medicines and healthcare products regulatory agency (mhra). The report date of event, lot number, and rpn was identical to the information initially reported by a cook representative. Therefore, it was assumed to be the same event. However, the report provided by the customer indicated "when packaging was opened, surgeon commented looks used. When inserted in the sheath doesn't move smoothly and was removed." To complete the procedure, a smaller sized balloon was used instead. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.